Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the forceps elevator had foreign material; it was not possible to identify when the foreign material been inside the scope. Additionally, the bending section cover had a pinhole which caused a leak, the distal end of the device lens glue was chipped, charged coupled device was chipped, the bending tube was shorter, the connecting tube had a scratch, the universal code had a scratch and angulation was not working properly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during reprocessing, air/water leakage from the distal end of the evis exera duodenovideoscope. There was no harm or user injury reported due to the event. During evaluation of the device, foreign material was found on the forceps elevator. This report is being submitted for the foreign material found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material around the forceps elevator was not able to be completely removed due to inappropriate reprocessing. It is also likely that a large amount of foreign material became compacted and adhered to the forceps elevator. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities.¿ ¿brushing around the forceps elevator and instrument channel outlet¿ ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.